Event description:
The neuro-surgeon had determined that the current intrathecal pump had reached the end of its battery life, and had scheduled the pt for surgery to replace it. The pharmacy had orders to prepare 20 ml of 1000 mcg/ml baclofen for intrathecal pump replacement. The solution was mixed using 20mg or (10 ml of the 40 mg/20ml liorseal product) plus an add'l 10ml of preservative-free normal saline. The resultant final concentration of 20 mg in 20 ml (or 1000mcg per ml) was prepared and labeled in pharmacy by an experience IV tech and checked by an experienced pharmacist. The baclofen syringe was sent to surgery where the surgeon removed the 20 ml of prefilled saline and then instilled the 20ml of prepared baclofen 1000 mcg/ml. (The new medtronic pump had only a 20 ml reservoir.) (I'm not clear if it was filled before or after surgical implantation.) On the following day, the pt started experiencing withdrawal symptoms. The surgeon performed a second operation to rule out occlusion or catheter tears, but found none. He increased the pump rate 50% and removed a sample to sent to a reference lab for quantitative analysis. Upon rate increase, withdrawal symptoms subsided. Dates of use: 2003. Diagnosis or reason for use: multiple sclerosis. Dose or amount: 10mg in 20ml volume; frequency: pump refill; route: it.